Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between the ipg and external devices. It was also reported the pt has not used or charged the ipg for an extended period of time. Surgical intervention may be taken at a later date to address this issue. No further info is available at this time.